Event description:
This rv lead was implanted on (B)(6) 2018 and remains implanted at this time. An email was received to technical services stating that this lead exhibited poor sensing during implant despite multiple attempts to reposition for better signal. Finally an apical site with fair sensing was accepted. The physician was dr.(B)(6) at the (B)(6) clinic in cleveland, oh. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).